Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the driveline. The patient was treated with unspecified surgical and drug therapy. The patient received a routine heart transplant on (B)(6) 2016.

Manufacturer narrative:
The patient was routinely transplanted and the evaluation of the returned device revealed no device related issues. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any deposition or thrombus formation that would have affected pump function. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.